Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this programmer emitted an electrical burning smell and would not turn on. Further information was provided that the programmer was not physically altered, there were no adverse patient effects related to the event and the programmer will be returned for analysis/repair.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was confirmed the programmer would not power on. It was determined the printed circuit board had shorted out. There was no evidence of abuse or mishandling. Once the circuit board was replaced, the programmer passed all functional testing.